Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the pump alarmed air-in-line. The lines were continuously flushed but the alarm continued. It was not until the tubing set was swapped out that the alarm stopped. It was later reported the biomed found an issue with the pump sensors and does not believe the alarms are caused by the tubing sets. Although requested, no additional information was provided.

Event description:
It was reported that the pump alarmed air-in-line. The lines were continuously flushed but the alarm continued. It was not until the tubing set was swapped out that the alarm stopped. It was later reported the biomed found an issue with the pump sensors and does not believe the alarms are caused by the tubing sets. Although requested, no additional information was provided.

Manufacturer narrative:
Correction: omit "other" and "not provided".